Manufacturer narrative:
Covidien reference #: (B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the device worked but then it did seal the uterine artery. It is unk if regrasp alarms or an endtone, indicating a completed seal cycle, were heard.